Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2025-(B)(6) 2026 was downloaded for review. Review of the data found that a pod with the sequence number reported was used between 07:23 and 20:39 on (B)(6) 2026. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts delivered as estimated glucose values increased towards urgent high (greater than 400 mg/dl). The cloud data showed that an automated delivery restriction alert was generated at 19:53 on (B)(6) 2026 due to the automated algorithm delivering the max microbolus amount for an extended period in response to the increasing and high estimated glucose values. The alert was acknowledged at 20:23, resulting in the system correctly transitioning to manual mode. While the alert was being generated, the system transitioned to automated mode: limited and immediately began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate. While in manual mode, the system correctly delivered the user's manual basal program of 0.45 u per hour. The cloud data showed that the pod prior was deactivated at 07:06 on (B)(6) 2026. The last estimated glucose value received by the previous pod was 142 mg/dl at 07:03 on (B)(6) 2026. The first valid estimated glucose value received by the reported pod was 163 mg/dl at 07:23 on (B)(6) 2026. The cloud data showed that four boluses were delivered by the reported pod, one of 3.8 u at 07:23, one of 0.4 u at 11:53, one of 2.55 u at 15:58, and one of 0.95 at 17:43 on (B)(6) 2026. The cloud data showed evidence that these boluses were actively delivered, as the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of issues with insulin delivery was observed in the available cloud data. Without the complaint pod, it cannot be determined if there were damages or defects that contributed to the reported skin condition or if air bubbles were present in the reservoir. The exact cause of the reported skin condition and air bubbles in the reservoir could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention from the school nurse with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours. The school nurse noticed some bubbles in the pod insulin reservoir. When the pod was removed from the infusion site (leg), an allergic reaction and redness was developed at the infusion site. Symptoms reported include headache, abdominal pain and dizziness. The patient received bolus corrections with the pod system to decrease the glucose levels by their school nurse. The treatment for the allergic reaction was not provided. The patient was discharged on the same day. A new pod was applied.